Manufacturer narrative:
(B)(4).

Event description:
It was reported that a physician trained in the use of the starclose se attempted arteriotomy closure of an unspecified artery after an unspecified procedure. Reportedly, during closing, the device "pulled out". Manual compression was used to achieve hemostasis. There was no adverse patient sequela. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. A review of the device history record did not produce any findings relevant to this report.

Event description:
Subsequent to the initial medwatch report, it was reported that the access site was the right common femoral artery after a diagnostic procedure and that during thumb advancement, the device pulled out. The physician felt he may not have made an adequate nick and spread.